Event description:
On 8/24/92 at 1830 hours, a 76 year old white male was discovered in cardioulmonary arrest in his hosital bed. A code was called and a defibrillator brought to the bedside. The unit was attached to the atient, but the monitor would not ull u a cardiac pattern. This situation reeated despite replacing electrode patches, different operators, and a different defibrillator. Following the code, a new bag of electrode patches were opened and the unit tested properly. On 8/5, the unit tested properly by manaufacturer's service representative. The attending nurse forwarded a bag of 11 patches, in which the original devices were included. A visual inspection by the director of plant operations, the director of materials management and the undersigned revealed three (3) patches had yellowed contact gel. A tactile inspection showed gel to be solidified. Based on 1) the proper functioning of the defibrillator following the use of fresh patches, and 2) the condition of patches potentially used at the time of the malfunction, there is reasonable probability that these devices caused the eventdevice labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination, other. Results of evaluation: end of life - premature, telemetry failure, anticipated adverse reaction - long term. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device use continued with restrictions/limitations, user education provided. Invalid data - on device destroyed/disposed of status.